Event description:
It was reported that a small volume intermate had white floating particles within its bladder. This was found after compounding with caspofungin and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14g004 was manufactured from july 9, 2014 to july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.